Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited error code 46920 and needs a main board replacement. The event occurred while in use with the patient, and no adverse patient effects were reported by the customer.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.